Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram which was performed showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, three balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient's anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloons, potentially contributing to a tear in the balloons. A review of the lhr was not possible as the lot number was not provided. UDI number: note: pi number is unknown as the lot number was not provided. See medwatch form #s 3004939290-2015-00547 and 3004939290-2015-00548.

Event description:
The following information was reported: the balloon popped on 3 devices in the same patient. A hematoma of 6 cm or less formed. Manual compression was applied for 30 minutes or less to achieve hemostasis. Antibiotics were not given as a result of the event. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was resistance while pulling back. Procedure type: intervention periphery vessel size: 6 mm sheath size: 6f stick location: medium.